Event description:
It was reported by service report that the weld where the right gas tube meets the litter is broken. This caused the fowler to no longer function to specs. No adverse consequences have been reported.